Event description:
During routine testing of the device at the service center, the service tech reported the unit failed main battery test. Service tech replaced the main power switch, which corrected the problem. The monitor was originally returned for an f030 error message when the battery failure was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.